Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with intermittent button due to moisture damage at keypad traces. Unit had cracked case at display window corners and scratched display window. The drive support was inspected and no anomaly was noted.

Event description:
It was reported that the customer had unexplained high blood glucose, dka and was hospitalized in (B)(6) of 2012. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer jumped into the pool with the insulin pump. Caller stated that the insulin pump keypad buttons are sticking and the drive support cap is loose. Nothing further was reported.